Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.. (B)(4).

Event description:
It was reported there was a leak and air was in the delivery system during preparation. A left atrial appendage (laa) closure procedure was being performed. During preparation, the 33mm watchman ® laa closure device & delivery system was being flushed outside the patient and a leak was observed approximately 5cm in front of the handle of the delivery system. When they were aspirating the delivery system, air was observed inside it. They decided not to use that delivery system and exchanged it for another one to complete the procedure. There were no patient complications and the patient is stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). There was no blood on the device as received. There was dried contrast on the hub. The implant was received connected to the core wire inside in the wds. The hemostatic valve was closed position, as received. The hub, shaft, tip, core wire, and implant were examined. Inspection of the remainder of the device revealed no other damage or irregularities. Functional testing was performed. Water was pushed and pulled through the device valve with a connected syringe several times. No air bubbles were observed anywhere in the hub. The implant measurement was consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported there was a leak and air was in the delivery system during preparation. A left atrial appendage (laa) closure procedure was being performed. During preparation, the 33 mm watchman ® laa closure device & delivery system was being flushed outside the patient and a leak was observed approximately 5 cm in front of the handle of the delivery system. When they were aspirating the delivery system, air was observed inside it. They decided not to use that delivery system and exchanged it for another one to complete the procedure. There were no patient complications and the patient is stable.